Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the pressure transducer printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. Defective pressure transducer pcb may lead to high pressure. The evaluation of attached device's logs confirms internal leakage test failure and revealed that ventilator generated technical error codes indicating an open safety valve and power error. The root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).